Manufacturer narrative:
Concomitant product(s): a 3058 urinary ipg, 38892 urinary lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted, not implanted because the helix would not extend, even with more then 20 turns. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and extension and retraction turns of helix were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.